Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output and sensing anomalies. Also noted was high lead impedance due to a feed-through problem.